Manufacturer narrative:
Result: faulty load cell.

Event description:
It was reported by svc report that the scale was not working correctly, and would not zero. No pt involvement or adverse consequences were reported.